Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that magnesium sulfate (2 grams/50 ml) infused more quickly than expected. The user completed bag changes at 0135, hanging new bags of magnesium (27 ml (1 gram) /hr) and normal saline with 20 meq kcl (75 ml/hr). Approximately 10 minutes after starting the new infusions, the patient had transitory symptoms of feeling warm with heart racing for 20 minutes. The magnesium bag was observed to have 1/4 of the fluid remaining. The infusion was stopped, and vital signs and an EKG were stable. At 0155 the symptoms had subsided and the md was also notified. No intervention was ordered and no other effects were reported.